Event description:
The account alleged the bed exit alarm will not alarm. No pt impact.

Manufacturer narrative:
The technician found the scale was reading a negative weight and the bed was zeroed while pt still in bed, user error. The scale was zeroed by the technician to resolve the issue.